Event description:
The patient had a total thyroidectomy. The medtronic nim vital nerve monitoring endotracheal tube and circuit was in use during the thyroidectomy and did not perform as expected. The nerve stimulator usually makes a sound when we are near or on the nerve dissection. The system was confirmed to be intact (green arrows) but the nerve monitor did not make a sound while we were dissecting the nerve and it was inadvertently injured. This resulted in injury to the recurrent nerve, the motor that supplies the larynx and despite attempts to avoid it, ultimately a tracheostomy for the patient. The nerve monitor is not the only factor leading to this outcome but it did contribute. I have used the nims vital system for two years and the previous system for five years and the new system (vital) appears to be inferior to the old/original system.